Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they think they had a urinary tract infection and it was hurting really bad. Patient said they have had pain off and on but this time it started burning really bad so bad they couldn't stand it. Patient started taking a few antibiotics to see if that would help. Patient mentioned that they already decreased the stimulation around 0.5 to see if that helped. Patient also mentioned that the stimulation hadn't improved their bowel situation that much but it could have improved their urine a little bit. The patient was redirected to their healthcare provider to further address the issue. Patient had an appointment with healthcare provider on the (B)(6). Patient reported they think they had a urinary tract infection and it was hurting really bad and bowel symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.